Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional called and reported that the patient was "not feeling restriction" from the band. It was believed that there was a leak in the port. The port was exchanged but the problem persisted. Upon explant of the entire system, an opening was noticed in the tubing that appeared to be caused by "wear"--as if something was rubbing against the tubing.